Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: there were multiple call service (cs 054-0000) alarms observed in the history. The battery cap tightened securely onto the pump and was able to maintain electrical connection. There was no damage to the battery compartment or the battery cap. The original complaint could not be duplicated. The pump case was opened and there was no damage found internally.